Event description:
Pt called alleging that the strips were damaged. Pt had symptoms, which consisted of ringing in the ears and "other high symptoms." Pt obtained a blood glucose of 333mg/dl. Pt did not retest the blood sugar. Pt did not seek medical attention or call the md. Pt also reported glucose results of 155mg/dl and 115mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt used the damaged test strips and obtained those erratic readings. Customer service replaced subject test strips.